Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the lancing device was missing from the kit of her onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013, at approximately 12pm. The patient reportedly manages her diabetes with novolog and lantus insulin and claimed that in response to the alleged issue she increased her medication by an unknown amount on (B)(6) 2013 morning. The patient claimed that several days after the issue occurred, she began to develop symptoms of ¿shaking and trembling.¿ the patient denied receiving any form of medical intervention as a result of the alleged issue. At the time of troubleshooting, the cca noted that the lancing device was missing from the system kit packaging. The closure seal was intact prior to opening. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.